Manufacturer narrative:
The patient¿s age and weight were not provided. The referenced patient expiration was reported under medwatch MFR report # 2916596-2017-02691. (B)(4). The mobile power unit is not a single use device. Approximate age of the device is 1 year and 6 months (calculated from the manufacture date of the mobile power unit). No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2016. It was previously reported that the patient expired on (B)(6) 2017 due to suicide by disconnecting the modular cable. During the review of the system controller log files, it was determined that the mobile power unit stopped providing power. The power loss occurred after the driveline was already disconnected. There were two unsuccessful attempts to restart the pump due to no external power. No additional information was provided.

Manufacturer narrative:
The device remains in use and was not available for evaluation. Review of the log file confirmed driveline disconnect alarm event on (B)(6) 2017 with pump speed value captured at zero rpm. Voltage values indicate the system controller was connected to the mobile power unit during the events. The analysis could not determine the sequence of events that led to the driveline disconnection. A direct correlation between the device and the reported event could not conclusively be established through this evaluation. The patient remains ongoing on heartmate 3 lvas and no further events have been reported. A review of the device history records, including the sterilization and packaging documentation, found no deviations from manufacturing specifications. The manufacturer is closing the file on this event.

Manufacturer narrative:
The device remains in use and was not available for evaluation. Review of the log file confirmed driveline disconnect alarm event on (B)(6) 2017 with pump speed value captured at zero rpm. Voltage values indicate the system controller was connected to the mobile power unit during the events. The analysis could not determine the sequence of events that led to the driveline disconnection. A direct correlation between the device and the reported event could not conclusively be established through this evaluation. The patient remains ongoing on heartmate 3 lvas and no further events have been reported. A review of the device history records, including the sterilization and packaging documentation, found no deviations from manufacturing specifications. The manufacturer is closing the file on this event.